Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 02/01/2018 that on (B)(6) 2018 the transmitter stopped working. No additional event or patient information is available. No product was provided for evaluation. Data was provided for evaluation but the confirmation of the complaint could not be determined via data. The confirmation of the complaint is undetermined. The probable cause could not be determined.